Event description:
It was reported that the crew experienced a delay while trying to transport a very ill patient to the hospital. It was further reported that the patient expired. At this time it is unknown if the delay contributed to the patient's death and further details are still being gathered from the user facility.

Manufacturer narrative:
A visual and functional inspection was performed by a field service technician. It was found, upon arrival, that the powerload was operating as intended. The technician identified multiple low battery errors showed in the error log, however, the engineer for user facility also identified that sometimes the unit is not plugged into shoreline power. Based on findings, there was likely no defect related to the unit which caused the loss of electrical function but rather was due to the unit having a low battery. The issue of the inability to disengage the cot may have been due to a low trolley battery, however, the manual backup would have still been functional at the time of the incident, but were not utilized by the caregivers. Therefore, there were no defects related to the issue of the powerload being unable to disengage the cot. Due to the nature of the incident and out of an abundance of caution, the technician replaced the trolley battery from the customer¿s stock.

Event description:
It was reported that the crew experienced a delay while trying to transport a very ill patient to the hospital. When the crew arrived and attempted to unload the cot, the powerload would not operate electrically, and it ¿seemed¿ like a power/battery issue. The crew reportedly called a second ambulance rather than unload the cot manually. It was further reported that the patient expired.